Manufacturer narrative:
(B)(4). A review of records related to the device including labeling, complaint trending, and risk documentation will be performed. Upon completion of this review, if there is any further relevant information obtained, a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a laser vision correction patient had surgery on (B)(6) 2019 and presented on (B)(6) 2019 with disciform keratitis in the left (os) eye at a post op exam. The patient chief complaint was of light sensitivity and foreign body sensation. The patient's comments were of sudden offset and feels better with the treatment of antiviral and topical steroids. Topical steroid dosage was increased. It was stated that the patient had no loss of best corrected visual acuity (bcva). The patient symptoms were resolved on (B)(6) 2020. Bcva from (B)(6) 2019: right eye pre-op 20/20 -1.25 x -1.50 x 15, left eye pre-op 20/20 -1.00 x -3.00 x 178.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA-010215.